Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead found two external insulation abrasions. One of the external insulation abrasion breached only the optim sheath proximal to the suture sleeve tie down impression. The second external insulation abrasion breached the ring electrode cable lumen proximal to the suture sleeve tie down impression. Both coatings of the ring electrode cables were abraded. The reported events of insulation abrasion and noise were confirmed. The cause was due to the external insulation abrasion which is consistent with friction to the device can.

Event description:
During follow-up, noise was observed on the right ventricular (rv) lead which was reproduced during provocative testing. On (B)(6) 2018, the rv lead was explanted and replaced. An insulation defect and bend near the suture sleeve were observed during the procedure. The patient was stable with no adverse consequences.